Manufacturer narrative:
The technician found the battery was not holding a charge. He replaced the battery to repair the bed.

Event description:
Info received indicates the battery backup is inoperable yet the battery status indicator was lit.